Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 273 mg/dl at the time of the incident. Customer mentioned having an unexpected power loss. Customer mentioned the insulin pump has shut itself off before. Customer mentioned they changed the infusion set and could rewind before returning to the insulin pump and seeing the blank screen. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump has been returned for analysis.

Manufacturer narrative:
The insulin pump was received with high stop current due to faulty interface board, however pump passed the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display anomaly noted. The insulin pump had cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.